Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative reported via repair request that the ¿light fibers appear damaged¿ on the customer telescope. The reported issue was found at preparation for use. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.